Event description:
It was reported that an ilet insulin pump exhibited a display malfunction in which approximately half of the screen was not visible, preventing normal use and leading to a device replacement. Outcomes included no reported impact on health status or medical care. Investigation included review of complaint details and request for device return for evaluation. Investigation of this case revealed a suspected display failure affecting screen visibility. It was concluded that the device experienced a display malfunction; root cause could not be determined without product analysis. Device will be evaluated, and a supplemental report will be filed.